Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and to the rear therapy electrodes. The root cause for the open wire was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.